Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported receiving an error message "tube hot, have a break.". The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be unexpected increased wear of the cooling unit due to a decrease in water supply. In case of a malfunction of the x-ray tube cooling unit, a multi-stage detection and warning mechanism is activated so that the system displays the message "tube hot, have a break" for the user. If, despite the messages, the user continues x-ray imaging, a hw switch is activated and disables x-ray imaging. The system displays the message "no xray, tube too hot". To preventively fix the problem in the installed base the affected pump head in the cooling unit is scheduled for a periodic exchange in a two year interval. In addition field safety corrective action ax003/16/s will be released soon. This corrective action provides a substance to prevent from algae growth and thus resolves the issue of pump failures in the future.